Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT, performed thirteen days post index procedure, revealed that the patient had a thrombosed retrograde type b dissection. Per the physician, the cause of the dissection is unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.